Event description:
It was reported that the connection of the injection site of a catheter extension set with a threaded lock cannula became loose. The reporter stated that there were no physical irregularities noted with the set. This occurred during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection and a thread interface functional test were performed. The device was found to function as designed. The reported issue was not verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.